Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline and accessory devices were prepared per the instructions for use (IFU). There was no resistance during the introduction of the pipeline inside the microcatheter, and no difficulties in terms of navigation. Once in the m1 segment, the pipeline status was checked, but it was found the distal segment of the pipeline would not open. It was noted the stent was not positioned in a bend, more than 50% of the pipeline had been deployed when it failed to open, resheathing was performed more than twice, and no additional steps were taken in an attempt to open the stent. The pipeline was replaced for another device to complete the procedure. There was no injury to the patient as a result of the event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right ophthalmic internal carotid artery (ica) with a max diameter of 8 mm and a 4 mm neck diameter. It was noted the patient's vessel tortuosity was normal. Ancillary devices include a phenom 27 microcatheter (lot # ap20-020), navien 6f 115 cm.